Event description:
A report was made about pump not charging fully. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.